Event description:
It was reported that a catheter replacement was needed. The patient¿s original doctor did not place the catheter where it was needed and, at the time of this report, it was occluded. No medication was going in or coming out. The patient had been complaining about it for over a year. The catheter occlusion was diagnosed on (B)(6) 2015. The patient¿s friend or family member requested a manufacturer representative for the status of the authorization for a catheter replacement. The device system was used to deliver dilaudid and bupivacaine. The cause of the event, patient symptoms, specific troubleshooting/diagnostics performed, medical/surgical interventions planned, and final patient outcome were not reported.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).